Manufacturer narrative:
The partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had loss of sensing, increased threshold, and increased impedance. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.